Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of discrepant results for 2 samples from 1 patient tested for elecsys ft3 iii (ft3 iii), elecsys tsh assay (tsh) and elecsys ft4 ii assay (ft4 ii) on the customer's cobas 8000 e 602 module compared to the abbott method and the siemens method. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii erroneous results and medwatch with patient identifier (B)(6) for information on the ft4 ii erroneous results. Erroneous results were reported outside of the laboratory where the doctor indicated the results did not match the patient's clinical picture. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The e602 module serial number was (B)(6).

Manufacturer narrative:
The patient sample was submitted for investigation. The customer's tsh results were reproduced. The investigation was unable to find a definitive root cause.